Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak. Following setup the patient heard fluid dripping. He proceeded with treatment and completed the treatment. Following treatment he found fluid underneath the cycler on the floor. The patient was advised to contact his pd nurse. The set was discarded. During follow up the patient's pd nurse reported he had not had any complications associated with the event.